Manufacturer narrative:
Previously the manufacturer had received information of patient death with no allegation of device contributing to the death. The device was evaluated at a third party service center and no foam particles were found. No other device problems were detected. Section g3 and box h has been updated.

Manufacturer narrative:
H3 other text : the device was not returned to the manufacturer.

Event description:
The manufacturer received information alleging a patient with a dreamstation st 30 device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device has not yet been returned for investigation. A final report will be submitted once the investigation is complete.